Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that she was getting an error 2 message her onetouch smart meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the meter issue started on (B)(6) 2017, at 11 am. She stated that she manages her diabetes with oral medication, diet and exercise, and in response to the alleged meter issue she consumed, more food and drink. The patient alleges that 15-20 minutes after the meter issue started she developed symptoms of ¿sweaty¿. The patient denies receiving or requiring any treatment in response to the symptoms. At the time of troubleshooting, the csr noted the patient was not using the meter for the first time. The csr noted that was no evidence of misuse, the patient was using the correct testing steps, the correct test strips were being used, and the error 2 message did not occur when the power button was pushed. The csr noted that when the patient was walked through a retest, the error message did not show. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.